Event description:
It was reported that the healthcare provider (hcp) was planning on performing imaging on the patient to rule out an inflammatory mass or granuloma as the reason for the pain in the patient¿s foot. The patient was complaining of peculiar pain in his foot. It was noted that the pump was delivering fine. The hcp wanted to know if a CT would be better than an MRI for detecting a granuloma. The device system was used to deliver bupivacaine 20mg/ml and dilaudid 25mg/ml at 11.3mg/day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).